Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The communication cable between the data acquisition and cpu was cut off and pinched with the monitor arm. The cable was replaced to resolve the issue.

Event description:
The hospital reported the unit would not turn on and had an an error that results in a loss of mechanical ventilation. There was no report of patient involvement.